Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the left eye on (B)(6) 2007. As part of the post market study, the pt reported doctor prescribed eye drops for high pressure or glaucoma. The icl remains implanted. See MDR # 2023826-2013-00062 for right eye.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).